Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found their was moisture in the charged coupled device (ccd) lens, the connector was chipped, and the connector seal was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely that the foggy image was caused by moisture in the ccd lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the camera head was foggy. There were no reports of patient harm.